Manufacturer narrative:
This MDR was generated under protocol (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. The investigation found the top case non valox chipped by the front lower left corner and a big crack by the tube holder. The technician performed motor drive and occlusion operational test and visual inspection during the investigation for verification. The root cause of the reported event was unable to be determined. The technician found no external damage to main printer control board (pcb) and recommended replacing main pcb due to a recurring motor rate error / motor not running issue. The technician performed all functional tests and passed.

Event description:
It was reported that the device alarmed super cap. No patient injury was reported.